Event description:
Customer reported that a ketamine infusion had been turned off by nursing but was left on the patient. When the nurse returned some time later to check the patient they noted that the patient seemed "high," and that the syringe was empty but there should have been 22 ml left in it. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it is not available. No failure investigation could be performed.